Event description:
The tip of the driver broke and the broken tip left in the screw head, however, it could not be removed. The patient's bone was very hard. The surgeon checked the x-ray after the surgery and confirmed the broken tip in the screw head.

Manufacturer narrative:
Additional information has been requested, and if received will be supplied on a supplemental report.